Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed with a failed battery test. The customer's blood glucose at the time of incident was unknown at the time of incident. Troubleshooting was initiated for the failed battery test. The customer reported corrosion and white residue in the battery compartment due to a battery leak. Troubleshooting was not completed due to the recurring failed battery test alarm and battery compartment damage. The insulin pump will be returned for analysis.

Manufacturer narrative:
Failed battery test due to corroded battery tube and corroded battery tube spring. Unable to perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to failed battery test. The insulin pump passed stop current and run current test. The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window.